Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed multiple pump errors and a battery failed alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specific range. The device had normal operating currents. No unexpected battery alerts or alarms occurred during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump errors due to software error. The device had a scratched case and pillowing keypad overlay. .